Event description:
Physician reported patient presented for refill. Performed uneventfully. Few minutes later, patient presented overdose symptoms. Drugs used: morphine/bupivacaine. Pump was emptied pulling out only 7 ml. The pump was not refilled due to high resistance to insert the drug into the reservoir they allowed patient to recover and this morning when caller refilled the pump patient presented same overdose symptoms. Caller immediately emptied the pump. This time was able to get 18 ml out. Patient is doing ok.